Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the physician felt that there was a tear in one of the limbs that was implanted. During the index procedure the physician re-lined the limb with a new limb. The physician felt the leak resolved with the re-lining of the graft. The films were reviewed show that the "late" leak that was there before the re-lining appeared to go away with the 2nd piece implanted in that iliac. No additional clinical sequelae were reported and the patient is fine.

Event description:
The tear was presumed to be just distal to the gate. The area was ballooned, it appeared to be more of a blush and not a jetting; however, it was filling pretty fast. The limb that was used to reline the endoleak was a 16x20.